Event description:
A sales rep contacted bayer on behalf of a customer. The customer's blood glucose was tested using his/her brio meter and the reading was around 225 mg/dl. The customer's glucose was also tested using another meter and that reading was around 40mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. It's not known if the customer experienced any adverse events. The sales rep was unable to provide the test strip info or have them returned for eval.

Manufacturer narrative:
This complaint was received close to the 30 day window for reporting complaints, so it was not possible to obtain the manufacture date before the MDR was sent.